Manufacturer narrative:
Additional information received that the issue was the patients anatomy and skin tissue. The device approximately six months old.

Event description:
It was reported that the patient experienced a surgical procedure six months post implant, to remove an inflatable penile prosthesis(ipp) pump due to atrophy. A patient outcome of fully recovered was reported.

Event description:
It was reported that the patient experienced a surgical procedure to remove an inflatable penile prosthesis(ipp) pump due to atrophy. A patient outcome of fully recovered was reported.